Manufacturer narrative:
The "affect" device was not returned and no valid lot number was reported; therefore, the customer's claim cannot be verified.

Event description:
The customer alleges that "the light does not work when blades are attached." No other details were provided and no patient injury/harm reported.